Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the circumflex artery. After a .014, 300 cm non-bsc guide wire was engaged, a 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during introduction, the device became stuck with the guide wire. The device and the guide wire were then removed together. Subsequently, the vessel was re-wired, a new 2.25 x 16 synergy ii drug-eluting stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 2.25 x 16mm stent delivery system (sds) was returned for analysis with a guidewire. A visual and microscopic examination of the crimped stent found distal stent damage. The four most distal stent strut rows were damaged,struts were raised from the stent profile. The crimped stent outer diameter (od) of the remaining undamaged portion of the stent was measured and was within the maximum crimped stent profile measurement. The balloon cones were reviewed. The wings of the balloon cones were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed that the shaft polymer extrusion was kinked at the port bond site. The full length of returned guidewire was tracked through the inner lumen of the device, entering at the tip and exiting at the guidewire exchange port, no issues or resistances were noted. The kink at the port bond did not affect guidewire tracking. The od of the returned guidewire was measured. A visual and microscopic examination of the tip found no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the circumflex artery. After a .014, 300cm non-bsc guide wire was engaged, a 2.25 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during introduction, the device became stuck with the guide wire. The device and the guide wire were then removed together. Subsequently, the vessel was re-wired, a new 2.25 x 16 synergy ii drug-eluting stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was fine.